Event description:
Customer reported to beckman coulter, inc. (Bec) that reagent probe a of the unicel dxc 800 synchron system was leaking wash solution. Customer reported that the leak was contained to the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced probe a.

Manufacturer narrative:
(B)(4).